Manufacturer narrative:
Additional information: h11: the actual device was received for evaluation. A visual inspection was performed and observed a separation between the assembly of the first y-site clearlink in the upstream part and the tubing. Further inspection confirmed that certain parts of the tubing were missing solvent. The reported condition was verified. The cause of the condition was determined to be an improper solvent application. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of a clearlink solution set with duo-vent spike broke and became disconnected from the patient. This issue occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.